Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after open heart surgery, the left ventricular (lv) lead thresholds increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.